Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the setscrew marks were in the wrong location on the terminal pin; they were more proximal than normal. However, despite this observation, analysis confirmed that it would not have caused or contributed to the reported electrical stimulation the patient reported feeling. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits thus refuting the allegation of lead fracture. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead complained of electrical stimulation across their chest. The patient was brought into the clinic to test the lead function. When stat pacing was performed, the patient reported feeling the electrical stimulation. The lead was explanted and replaced due to the reported discomfort and pain. Additional paperwork received indicates that the lead was fractured.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead complained of electrical stimulation across their chest. The patient was brought into the clinic to test the lead function. When stat pacing was performed, the patient reported feeling the electrical stimulation. The lead was explanted and replaced due to the reported discomfort and pain. Additional paperwork received indicates that the lead was fractured.